Manufacturer narrative:
The equipment was tested at the site. Initially the pendant was unresponsive despite a reboot. The umbilical cable was then removed, the system was powered down, and the system was given five minutes to discharge. The system was subsequently booted up. The imaging system was then tested and found to be fully functional. It was noted that the case was completed without issue. The imaging system successfully passed the system checkout. No parts on the system were replaced. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the pendant was not responsive when booting up the system. This issue occurred before a case, and a medtronic representative was able to resolve it over the phone with the radiologic technologist (rt) who had reported this issue. There was no patient present when this issue occurred.